Event description:
It was reported to medtronic minimed that the customer received critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for critical pump error, and pump does not show signs of any damages. Customer was using the correct battery cap for the pump in use. Troubleshooting was performed and understood that the crack at the battery tube side of pump and is impacting the pump functionality. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested, and customer response was the device will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage pcba 1, pcba 2 and force sensor. No damage noted on the motor. Pump successfully downloaded traces and history file using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data on (B)(6) 2025. On (B)(4) (primary svn (B)(4)), unable to perform the history review 2 days prior to the event date (B)(6) 2025 in the pump history file due to no data available. On (B)(4) (related svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 12-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On (B)(4), (related svn (B)(4), perform the history review 1 week prior to the event date 12-jul-2025 in the pump history file and found 1 stuck key alarm (61) on (B)(6) 2025, 1 sensor error alert on (B)(6) 2025, and 4 lost sensor alerts on (B)(6) 2025. Unable to test for stuck key alarm, sensor error alert and lost sensor alert due to critical pump error (open book image) alarm. Found fatal alarm pump error 35 in the pump history file on (B)(6) 2025 13:41:00.000 and on (B)(6) 2025 13:51:00.000. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to confirm alleged dka/high bgs (hyperglycemia). Alarm-aa99-critical pump error (open book image) alarm confirmed due to alarm-a338-pump error 35. Alarm-aa99-critical pump error (open book image) alarm and alarm-a338-pump error 35 confirmed due to moisture damage on the force sensor. Upload error confirmed [unable to perform the carelink upload due to alarm-aa99-critical pump error (open book image) alarm]. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.